Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient was experiencing ineffective therapy to her right foot. Surgical intervention was undertaken on(B)(6) 2017 and the physician implanted an additional lead. Reportedly, the patient is receiving effective therapy following the additional lead implantation.